Event description:
New information received notes that the right ventricular (rv) lead exhibited high pacing impedance and that the episodes of over-sensed noise reoccurred. On (B)(6) 2024 the lead was capped and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. There were no patient consequences.